Manufacturer narrative:
(B)(6) the sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.

Event description:
During troubleshooting of check patient line alarm that appeared on the home choice (hc) display during the initial drain, the caregiver (cg) revealed that there was a big air bubble in the patient line. The technical service representative (tsr) advised the cg to start therapy over with new supplies. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow-up with the home patient (hp) regarding the reported issue, it was found that this was an isolated even. The hp stated they did not develop any adverse reactions or need any medical intervention. The hp stated that after starting over with new supplies no further issues were found. No further information is available at this time.

Manufacturer narrative:
(B)(4). The reported issue was not confirmed. The root cause was undetermined. A batch review was not performed as the lot number was unknown.